Manufacturer narrative:
Product complaint # (B)(4). Additional information received indicated that indicated that the distal tip became unraveled during retrieval. However, the user does not know exactly when it detached. It came out of the patient into the guide catheter. It was not realized there was a problem until they pulled it out of the guide catheter and the tip came out separately. There was no fragments remaining in the patient, nothing radio-opaque left in the patient. There was quite a bit of resistance withdrawing the device from the thrombus but nothing the user has not encountered before. Once the device was pulled through the thrombus, it was easy to remove through guide catheter. The system was used with a velocity, penumbra microcatheter (mc). The concomitant device did not contribute to the damage. The event occurred on the first pass. The device was not torqued or rotated during advancement. There was no attempt to advance the device in its deployed state after it had been deployed from the microcatheter. The estimated length of the thrombus was 1.5-2cm. There was no difficulty advancing the microcatheter through the thrombus. Device codes- difficult to remove was added to this report based on additional information received. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a mechanical thrombectomy, the tip of a 5x33 embotrap ii revascularization device stretched and was pulled off the device. There was no surgery delayed due to the reported event. Another competitive device was used, and the procedure was successfully completed. The device was removed easily without additional intervention. There was no patient injury reported. Additional information received indicated that the distal tip became unraveled during retrieval. However, the user does not know exactly when it detached. It came out of the patient into the guide catheter. It was not realized there was a problem until they pulled it out of the guide catheter and the tip came out separately. There was no fragments remaining in the patient, nothing radio-opaque left in the patient. There was quite a bit of resistance withdrawing the device from the thrombus but nothing the user has not encountered before. Once the device was pulled through the thrombus, it was easy to remove through guide catheter. The system was used with a velocity, penumbra microcatheter (mc). The concomitant device did not contribute to the damage. The event occurred on the first pass. The device was not torqued or rotated during advancement. There was no attempt to advance the device in its deployed state after it had been deployed from the microcatheter. The estimated length of the thrombus was 1.5-2cm. There was no difficulty advancing the microcatheter through the thrombus. The device is not available for further investigation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported event. With the information available and without the product available for analysis, the reported customer complaints of ¿distal tip ¿ separated¿ and ¿embotrap - withdrawal difficulty from vessel¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The instructions for use (IFU) warns to not withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. Resheathing a device with captured clot may result in loss of clot and distal embolization. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided and without the return of the complaint device. However, it is possible that clinical and procedural factors, including device manipulation / interaction, thrombus size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issues. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). The device is not available for further investigation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a mechanical thrombectomy, the tip of a 5x33 embotrap ii revascularization device stretched and was pulled off the device. There was no surgery delayed due to the reported event. Another competitive device was used, and the procedure was successfully completed. The device was removed easily without additional intervention. There was no patient injury reported.